Event description:
The customer reported that the screen of their insulin pump remained black, indicating a display issue. There was no information regarding the impact on the customer's blood glucose level. The pump was plugged into a computer and started but still showed a black screen, and it was scheduled to be returned for further inspection, with a replacement pump provided. No additional information was provided.